Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline stent failed to open at the proximal end and then detached in the microcatheter when it was trying to be removed. The patient was being treated for an unruptured saccular aneurysm in the left internal carotid artery (ica) supraclinod. The max diameter was 18 mm and the neck diameter was 6 mm. The distal landing zone was 3.82 mm and the proximal landing zone was 4.51 mm. Vessel tortuosity was moderate. The access vessel was left ica and the access vessel diameter was 4.51 mm. Flow diverter deployment treatment. Dual antiplatelet treatment was not administered. It was indicated the devices were prepared according to the instructions for use (IFU). Catheter flushed per IFU. Other company flowdiverter 4*30 deployed, aneurysm neck covered and all vessels are filling. Pipeline embolization with shield technology 4.5mm*35mm device tried to deploy from mca to ica for a giant wide neck aneurysm, it opened well distally and once cross the aneurysm neck the wall apposition was not good. Reseathing done and started deploying more but the proximal part was not opened. They tried to open proximally close to the reseathing marker but not opened. For the proximal opening they tried 3-4times but nothing worked. Pipeline device was tried to deploy through phenom 27 microcatheter. As pipeline device not opened proximally, planned to take it back and got detached in between the microcatheter. The proximal end of the pipeline was positioned in a bend. The pipeline was not stuck in the capture coil. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. The pipeline resheathed and removed with microcatheter. No symptoms were r eported.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex shield was returned stuck within the distal segment of the phenom 27catheter; within the outer carton; inside of a sealed bio-hazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the pipeline flex shield braid were found fully opened and frayed. The middle section of the braid was fully opened and no damage. Bends were found at 28.0cm to 45.0cm from the proximal end of the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The total and usable lengths of the catheter were measured to be within specifications. The catheter tip and marker were examined; no damages were found. The catheter body appeared to be accordioned at 10.0cm to 21.0cm from the distal tip. No flash or voids molded were observed in the hub. No other anomalies were observed. Testing/analysis: the pipeline flex shield was pushed out from the catheter lumen with difficulty. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. Conclusion: based on the returned devices, the pipeline flex shield and phenom catheter were confirmed to have ¿resistance during retrieval¿ and ¿catheter resistance¿ issues as the returned pipeline flex shield was found stuck inside the distal segment of the phenom catheter. However, the pipeline flex shield was not confirmed to have "failure to open at proximal end" issue as distal and proximal ends of the braid were fully opened frayed. The damage to the braid on the ends of the pipeline flex shield is likely the results of the physician re-sheathing the device more than recommended two times. From the damages seen on the catheter (accordioning), pushwire (bending) and hypotube (stretching); it appears there was high force used. It is likely these damages occurred when the customer attempted to retrieve the pipeline flex shield through the phenom catheter against the resistance. However, the root cause could not be determined. Possible causes include patient's vessel tortuosity and lack of continuous flush with heparinized saline during procedure. There was no non-conformance to specifications identified that led to the resistance issue. Per our instructions for use (IFU), the user should: ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that resheathing was attempted to open the pipeline. The physician did not want to deploy completely the device because the middle and proximal end were not at all opened.